Event description:
Hospital reported that it was almost impossible to ventilate the patient; the patient was given lots of drugs because the doctor suspected the patient to have some kind of respiration spasm. After investigation the hospital found the problem. The problem was caused by sealing-lip of the sodalime canister. The nurse that has installed the new cassette in the morning had removed the white sealing-lip; that sealing-lip did not come off completely, one dome remained around one of the male cones. The adu did pass all the initial leak tests and did not notice that one leg of the canister was still sealed.